Event description:
It was reported that the patient underwent a surgery due to unspecified reasons. A new artificial urinary sphincter (aus) was implanted. No additional information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).